Manufacturer narrative:
Concomitant products: 0184 lead, implanted: (B)(6) 2005; 4086 lead, implanted: (B)(6) 2005.

Event description:
It was reported that during a device pocket revision, the left ventricular lead was damaged by an accidental cut. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.